Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction that was caused by the pyxisaccessgroup does not exist. A technical service engineer ran the queries under in the user domain and inputted the ip address to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large server w/sql.

Event description:
It was reported when using the pyxis medstation es system that it had an error. It was unable to authenticate. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b2 - corrected - unselected the congenital anomaly/birth defect.